Event description:
It was reported that the patient presented with pacer pocket swelling and the incision opening. The pacemaker pocket was found to be infected. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.